Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual examination of the photo revealed the catheter body was separated adjacent to the juncture hub. A small portion of the catheter body remained secured to the hub. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not secure , staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of catheter body separation was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: customer reported PICC broke/separated from hub. Patient came in to get the catheter removed via surgery and had another line placed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: customer reported PICC broke/separated from hub. Patient came in to get the catheter removed via surgery and had another line placed. The patient's condition is reported as fine.